Event description:
Event detail: the patient received a bilateral tka on (B)(6) 2008. It was reported that the patient experienced pain for the two years since the original surgery. Additional info: pain medication taken daily for the symptoms.

Manufacturer narrative:
At the present time, the implant remains implanted. No revision surgery is planned. Should the implant be revised or additional information be provided to further this investigation, this report will be updated.